Manufacturer narrative:
(B)(4): non healing wound/ conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient reported that she is allergic to the suture and now has a non healing wound as a result. Additional information was requested.